Event description:
It was reported that the customer's blood glucose level displayed as "high," but the specific value was unknown. Cause was not known. To address the issue, the customer used a correction bolus via pump and manual daily injections (mdi), changed the infusion set and cartridge, and was advised to monitor the blood glucose level and contact technical support if necessary.